Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a loose drive support cap. The customer's blood glucose reading was unknown. The customer stated that when she changed the insulin, the drive support cap was cracked and sticking out. The customer stated that the pump was dropped. The customer stated that the bottom popped out rather than pushing insulin out the tubing. The customer was advised that the pump will need to be replaced. The customer was advised to follow their medically prescribed back up plan.